Event description:
Stent fracture with 90% restenosis of both devices. (Restenosis of lesion 2 is noted to be at the overlapping site). Lesion 1 was in-stent restenosis of an ostial proximal right coronary artery. Lesion 2 was the proximal-mid left anterior descending artery. With stent overlap.